Event description:
It was reported that the patient had incision pain, neck pain and could not walk. The bandage was rolling and rubbing over the stimulator. The patient contacted her physician but had not heard back from her physician. Additional information was requested.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).